Event description:
Drs have experienced 5-6 incidents of posterior capsular tears using the alcon silicone ia tip (straight) product. The ia tips are reprocessed and sterilized in house. The silicone tip when viewed under a light microscope and sem shows deterioration and impregnation with microscopic particles. It is believed that the devices have exceeded their service life and causing the tears.======================manufacturer response for irrigation and aspiration (ia) tip, straight, (brand not provided) (per site reporter).======================the manufacturer states the I/a tips should only be used 10 times.